Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections h6 clinical code, device code and h10 of this report has been updated. After clinical review of medical records received for this event, a supplemental MDR is being submitted to retract the previously reported adverse event. Per medical records, a valve in valve procedure did not occur. The patient had a 23mm sapien 3 ultra resilia in the aortic position. The implant was a success. No procedural complications or edwards device malfunctions were listed. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant registry, the patient had a 23mm sapien 3 ultra valve implanted in the aortic position, on the same day the patient had a valve in valve procedure and a 23mm sapien 3 ultra resilia was implanted. The reason for the valve in valve is currently unknown.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.